Event description:
A call to technical services was made on 10/7/2013 stating that this lead was experiencing high pacing threshold. This lead was implanted on (B)(6) 2003 and is still in active implant. The physician was dr. (B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)